Event description:
Pt was implanted with a depuy pinnacle mom implant on her left side on or about (B)(6) 2006. Pt was experienced severe pain and discomfort and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from sitting position. Pt was revised on or about (B)(6) 2009.

Event description:
Patient was implanted with a depuy pinnacle mom implant on her left side on or about (B)(6) 2006. Patient has experienced severe pain and discomfort and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Patient was revised on or about (B)(6) 2009. Update: (B)(4) 2012 - patient's medical records were received from legal. The revision operative report indicates the patient was revised to address recurrent dislocation and instability. It was noted that there was gross retroversion of the acetabular socket.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2012 - patient's medical records were received from legal. The revision operative report indicates the patient was revised to address recurrent dislocation and instability. It was noted that there was gross retroversion of the acetabular socket. Dor: (B)(6) 2009 . The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
There is no new allegations reported. Added state, lawyer, law firm, and update product details.